Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A 3i t3® tapered implant 5/4 x 11.5mm (bopt5411) was returned for investigation. Visual inspection of the returned product identified signs of wear in the form of residue coating the implant, but no signs of significant damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the event. Product dimensions were measured and found to be within the specifications of the product's engineering drawing. The reported device was located on tooth # 14 and was used for approximately 1 month. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported patient had acute bone loss around implant. The product was returned and the reported event is could not be verified due to the nature of the event and lack of definitive evidence. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the patient suffered bone loss. The implant was extracted.